Manufacturer narrative:
Additional information received indicated an apparent conductor fracture. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, defib conductor distorted, several conductors blood/body fluid (not obstructed), inner tubing kinked/buckled, outer tubing overlay melted and breached cut, exposed defib coil white substance, outer insulation cosmetic depression, helix/lobe distorted/bent, blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, apparent explant damage. Partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received indicated an apparent conductor fracture. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
Additional information received indicated an apparent conductor fracture. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received indicated an apparent conductor fracture. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the atrial lead had been oversensing for some time and was programmed to vvi. The ventricular lead began oversensing and "created syncopy episode with torsades de pointe." Impedance was noted to be greater than 3000 ohms. The device was turned off and an epg (external pulse generator) was used with a temporary lead. The device and ventricular lead were explanted and an implantable pulse generator (ipg) and new pacing lead were implanted. No further patient complications were reported as a result of this event. The patient is pacemaker dependent. Follow up revealed no issues were found with the atrial lead which remains in use. The patient is reported to be doing fine.

Event description:
It was reported the atrial lead had been oversensing for some time and the device was programmed to vvi. The ventricular lead began oversensing and "created syncopy episode with torsades de pointe." Impedance was noted to be greater than 3000 ohms. The device was turned off and an epg (external pulse generator) was used with a temporary lead. The device was explanted and an implantable pulse generator (ipg) and new pacing lead were implanted. No further patient complications were reported as a result of this event. The patient is pacemaker dependent.

Event description:
Asku